Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was elevated. Customer stated she will change the cartridge once she returns home.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up supplemental report will be submitted.